Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that balloon rupture occurred. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were noted.